Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of rupture and cyst was reviewed on (B)(6). Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician reported rupture. This relates to unknown side. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported rupture. This relates to unknown side. Device has been explanted and replaced.